Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
It was reported the patient's ipg was not functioning properly. However, the patient had therapy. The patient also desired to take advantage of newer technology. In turn, the patient underwent surgical intervention at which the ipg was explanted and replaced with a different model. Reportedly, effective therapy resumed following the procedure.